Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. A lead dislodgment was suspected but not confirmed. No intervention has been completed at this time and the patient is stable.